Event description:
It was reported that, the user experienced a low glucose event while using the ilet system, during which urgent low and glucose dropping alerts were observed on the pump and a nadir of 62 mg/dl was reported. The user consumed juice and snacks to address the low glucose and announced dinner during the event. A 23" inset infusion set was in use at the time. No clinical symptoms were reported. The outcome involved transient hypoglycemia outside the target range for approximately 10 minutes, which resolved with rapid-acting carbohydrates. No outside assistance or medical intervention was required. Investigation activities included review of device-reported glucose data, user-reported history, education, and troubleshooting. The investigation revealed no device malfunction and no confirmed component failure. The precipitating factor was unclear; however, contributing factors may have included the timing of meal announcements and carbohydrate treatment prior to meal entry. Device glucose readings and fingerstick values were close in value and were trending upward following treatment. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.